Event description:
At about 7 years and 2 months after the primary surgery, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the medacta head and stem with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08-jun-2022. Lot 146855: (B)(4) items manufactured and released on 10-feb-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported case during the period of review. Clinical evaluation performed by medical affairs department. Revision performed 7 years after cementless total hip arthroplasty due to pain. No information regarding the age, the activity level and presence of commodities is provided. Radiographic image provided show the presence of radiolucent lines in gruen zones 1 and 7 and a distally fixed stem which may be the cause of pain. Aseptic loosening is a possible literature described adverse event after cementless hip arthroplasties and causes are often unknown.